Manufacturer narrative:
The blower assembly & motor controller (mc) pcba passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly & motor controller (mc) pcba.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device alarmed blower temperature high. No patient harm reported. Patient information requested.